Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the skin on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with burning, redness and blisters under entire patch area, which occurred 3 day after the sensor had been inserted (no information about the insertion site). The reaction was treated with a prescription of an oral staphylex antibiotic and bactroban antibiotic cream. At the time of the report the patient was recovered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).